Event description:
The home patient (hp) report feeling overfilled with fluid while using the homechoice cycler for apd therapy. The hp has reported experiencing some "slow flow" and "check patient line" alarms during drain, which hp feels was cuased as a result of catheter positioning. The hp reportedly had bypassed an alarm during the drain and advanced the cycler from day drain into the night fill 1. Hp relates that during fill home patient felt pain and pressure behind home patient's lungs and placed the cycler into a manual drain, removing 750mls of fluid. The hp felt relieved and discontinued manual drain but left approximately 399mls of fluid in peritoneum from the day drain. The hp reportedly continued therapy to completion with no further difficulties and there was no patient injury or medical intervention.